Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 477 mg/dl, 133 mg/dl, 103 mg/dl, and 92 mg/dl on the inform system 1 when all tests were performed within 10 minutes. Reporter alleged another test of 452 mg/dl was performed on inform system 2 within 10 minutes of the 92 mg/dl result. Reporter indicated she was not sure if the pt was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.

Manufacturer narrative:
This medwatch is being submitted for discrepant back to back results on inform system 1. Reference medwatch report with pt for discrepant back to back results on inform system 2.